Event description:
It was reported to philips there was a patient death while using the device. The customer contacted philips needing the log files and stated the patient passed but they were not sure if it was due to the device.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Additional details have been requested, but not provided. No ECG monitoring strips or case event files were provided to philips for review. The cause of the event is unknown. It is unknown how the issue was resolved. The customer was provided information on the device being end of life. H3 other text : device is end of life / end of support.

Manufacturer narrative:
Patient outcome code grid equals death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Device is end of life / end of support.

Event description:
It was reported to philips there was a patient death while using the device. The customer contacted philips needing the log files and stated the patient passed but they were not sure if it was due to the device. Additional details have been requested. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Additional details have been requested.